Event description:
It was reported that tandem mobi pump triggered cartridge alarm, and caller was unsure about cause of alarm. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed alarm did not occur during cartridge load process, had not seen similar alarms previously with this pump, successfully loaded new cartridge, resumed insulin therapy, and issue was considered resolved with no further actions reported.